Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the insulin cartridge had leaked insulin into the cartridge compartment of the infusion device. The reporter stated the piston rod was not retracting and the whole cartridge of insulin was spilled within the cartridge chamber when attempting to insert a new filled cartridge. The reporter stated that when the cartridge was removed from the infusion device, the plunger became stuck to the piston rod and a whole cartridge of insulin spilled. The reporter believed the leak occurred due to a product defect within the cartridge. No adverse event was reported. The insulin cartridge was requested to be returned for product evaluation.